Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, and user was unable to dispense medication after entering order. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 failed and had failed to stay closed error message. A field service engineer (fse) tried to recover the drawer but failed. Fse then pulled the full height drawer, and discovered the magnet was missing out of the latch inseparable. Then the fse replaced latch inseparable and tested the drawer with test software. The system functioned as intended after the field service engineer repaired the device.